Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with burned fuses. The burned fuses were found by a fresenius (B)(4) technician who was servicing the machine for not powering on prior to treatment. It was confirmed that there was no patient involvement. The technician reportedly replaced the burned fuses, as well as the power control board and power switch to resolve the issue and return the machine to service. It was confirmed that no parts were available for return to the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) service technician. The technician resolved the issue and returned the machine to service by replacing the damaged fuses, as well as the power control board and the power switch. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.